Event description:
On 5/24/2022, it was reported by a sales representative via email that an ar-3680 fibertak button implant system, while shuttling the second suture through, the implant it pulled out of the patient, making it unusable. A new fibertak button was opened and while shuttling the first stitch through it, also pulled out. Surgeon was able to reload this button and completed the case with it. This was discovered during a bicep tenodesis procedure on (B)(6) 2022. Additional information received: the first implant that pulled out, all sutures were cut and everything was removed from inside the patient. The second ar-3680 fibertak did pull out as well, but surgeon was able to reload it and implant it again to complete the case without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when passing the sutures; however, due to the device not being returned, we are unable to confirm the reported event.